Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol flat mesh (marlex). As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol flat mesh (marlex). As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2014 - patient was diagnosed with recurrent left inguinal hernia with incarcerated urinary bladder thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿a large hernia sac was dissected and the distal sac appears to be attached to urinary bladder was detached to repair hernia in three layers using sutures. The defect was closed with a large marlex plug (perfix plug), secured with sutures and overlay flat portion of the mesh was deployed on top of the floor of the inguinal canal and sutured.¿ on (B)(6) 2015 - patient was diagnosed with pain, incarcerated recurrent left inguinal hernia thereby underwent open repair. Per operative notes, ¿the hernia sac was dissected and incarcerated fat within the fascial defect was reduced. A piece of synthetic mesh was implanted to cover the defect and sutured.¿ attorney alleges that the patient had pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Based on the additional information provided, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of perfix plug, patient was diagnosed with hernia recurrence and pain thereby underwent repair. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Updated fields: a2, b2, b3 (date of event), b4, b5, b7, e3, g1, g3, g6, h2, h6, h10, h11. Corrected fields: d1 (brand name), d4 (product catalog no), g4 (PMA/510(k). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.